Event description:
End user reported a rash at the very edge of the tap collar inferior to stoma. The rash extends into skin fold and is reddened and itchy. We discussed the use of nystatin powder and accessory products. Patient outcome was not noted.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to FDA 483 issued april 16, 2014. Devices listed in this report is (are) use for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.